Event description:
It was reported that the ilet lost connection to the user¿s dexcom g7 continuous glucose monitor (cgm), resulting in intermittent communication to the ilet while the dexcom app continued to display glucose values; the issue was resolved after the user toggled bluetooth and reentered the pairing code. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 characterized as intermittent communication failure, with the antenna component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.